Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01204. It was reported the patient was seen for reprogramming of her scs system, the patient complained of positional stimulation with her scs system. The representative observed the patient has stimulation coverage in her low back where she needs it while lying down, but when she is upright she feels the stimulation mostly in her legs. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01204 follow-up identified the patient had both of her scs leads explanted and replaced with a different model lead. Effective stimulation was reportedly recaptured postoperative.